Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the single bipolar footpedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the user experienced an issue with the iesu bipolar foot pedal, where bipolar activation did not stop when the pedal was released and required another press to cease activation. Troubleshooting was performed by reseating the foot pedal cable and rebooting the iesu, but the issue persisted. Review of error logs indicated that the activation element was not released within five seconds after activation stopped. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.